Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was clear angiographic evidence that the peri-interventional myocardial infarction was caused by the stent in the right coronary artery. Target lesion #1 was corrected to 1st right posterolateral branch (1st rpl) instead of right atrioventricular branch (r-pav) as previously reported.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2017, clinical status assessment indicated the patient¿s qualifying condition as stable angina (ccs classification-1) and was referred for elective cardiac catheterization per protocol. Target lesion #1 was located in the r-pav with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement using a 2.50x20mm synergy stent. Following post-dilatation residual stenosis was 0% and timi flow 3. Target lesion #2 was located in the distal lcx with 90% stenosis and was 44 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75x48mm synergy stent. Following post dilatation, the residual stenosis was 0% and timi flow 3. Post index procedure, site reported an event of ¿periinterventional myocardial infarction¿. Cardiac enzymes were noted to be elevated consistent with protocol definition of peri procedural mi. No action was taken in response to the event. Two days later, the patient was discharged on clopidogrel.